Event description:
Customer reportedly experienced symptoms of low blood glucose; was able to self treat with peanut butter and glucose tablets at 4 mg per tablet. Customer tested after experiencing the low blood glucose symptoms and received the following results on the compact plus meter within 10 minutes: 159 mg/dl, 126 mg/dl, 103 mg/dl and 52 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.